Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by loading a sample and error occurred. This error had occurred few days ago and fse adjusted the tip attachment positions, this time fse found a faulty main board and replaced it. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [2061] tip attach error cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event is due to faulty main board.

Event description:
A customer reported getting "2061 tip attach error" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.